Event description:
Boston scientific received information that this right ventricular lead and the associated cardiac resynchronization therapy defibrillator (crt-d) displayed high, out of range shock impedance measurements. The patient was seen in clinic and 1.1 joule and 41 joule shocks were delivered to test the system. The shocks resulted in normal shock impedance measurements. An x-ray was performed which was inconclusive. Subsequently, additional high, out of range measurements were recorded. The local field representative was to discuss further follow up with the patient's following physician. There were no adverse patient effects reported. Available information indicates the system remains in service.

Event description:
Subsequent information indicated that the physician has no plans to take any further action at this time. The system will continued to be watched.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.